Event description:
Hosptial reports that 5 blades broke during total hip surgeries within two days. They all broke at the top of the slot that fits onto the handle. The specific action that broke at least two of them was releasing tendons around the hip capsule. No adverse events indicated.